Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per the tandem user guide, " it is known to interfere with glucose readings from the dexcom sensor. The use of hydroxyurea will result in sensor glucose readings that are higher than actual glucose levels. Relying on sensor glucose values while taking hydroxyurea could result in missed hypoglycemia alerts or errors in diabetes management, such as giving a higher does of insulin than necessary to correct falsely high sensor glucose values."

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading ranged from 130-150 mg/dl, and the meter bg reading ranged 40-60 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the increased basal, customer's blood glucose (bg) level lowered to 40 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the customer took hydrea which is known to effect cgm values. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.